Manufacturer narrative:
Concomitant medical products - model: 4968-60, lead; implanted: (B)(6) 2016. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) defibrillation sub-q coil lead displayed a jump in rv defibrillation coil impedance which had triggered an alert for high/undefined impedance. It was noted that the impedance alerts and high voltage therapies were programmed "off." The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.